Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that during inspection of a loaner kit, item (B)(4) inserter was found damaged.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the returned anchor c 9mm inserter (cat. #48328009) was confirmed to be bent via a visual inspection of the device. The device was found damaged during inspection and was not associated with any surgeries and/or patients. The surgical technique warns about excessive cantilever force that may cause damage to the instrument. No anomaly that could be associated with the event was reported during the manufacturing of batch#11d007. The reported event maybe the result of the transportation/handling conditions, however no clear cause can be established. Conclusion: the reported event maybe the result of the transportation/handling conditions. No clear cause can be established. At this time, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that during inspection of a loaner kit, (B)(4) inserter was found damaged.